Manufacturer narrative:
The product was returned and is pending the completion of the investigation.

Event description:
It was reported that a patient's blood glucose levels reached 323 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered. (B)(6).

Manufacturer narrative:
Inspection of the exposed portion of the soft cannula did not find it bent or kinked. The fluid path and cannula assembly was inspected and no issues were noted that would result in high blood glucose levels.